Manufacturer narrative:
Evaluation is in progress, but not yet concluded. During laboratory analysis, the power manager pod did not switch to battery backup and failed automated test equipment (ate) testing determining the power manager boards was defective.

Event description:
The quality assurance tech reported that during routine testing of the device at the service ctr, the power manager board would not switch to battery backup on the perfusion system. There was no pt involvement.